Event description:
While using the comfort curve strips for glucose testing pt became ill, because the strips gave pt false inaccurate readings. Calibration of meter checked and it was ok, so pt contacted the MFR of the strips by e-mail and received a response from a complaint response person, who asked for the codes and expiration number of the product and she told pt that the strips pt had received are made outside of the us and are made for "international distribution only". Not to be used for us calibrated meters, because they are made different. Pt is concerned of the fact that many people travel all over the world and these strips are very important to diabetics and if needed while in another country, they could not buy the same type strips that are made for american meters. The same goes for a traveler to this country who may encounter the same problem when visiting the us. Pt feels that the co should have clearly labeled some kind of warning at least on the labeling of the product. Pt is also questioning the distribution point that shipped them the strips, because they should have been aware of the fact. Pt said that the roche person told pt that they had this problem before and that the FDA is aware of it. Glucose levels gave pt two bouts of hypoglycemia and one hyperglycemia.